Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet following a factory restart, including a low to the 50s for about one hour after announcing and consuming a usual meal, and treated the low with oral carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included the need for self-treatment and temporary interruption of normal activities to address the low. Investigation included complaint evaluation and user education and troubleshooting. Investigation of this case revealed the cause of the hypoglycemia was not determined. It was concluded that the event involved low glucose with an unclear cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.